Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #1058196-2010-00010.

Event description:
The report received from the field indicated that during an interventional neurovascular procedure for coil embolization of a vertebral artery, the physician was manipulating the trufill orbit rdfl complex fill coils and during the manipulation, noted that the coils were stretched. No additional information was provided. Additional information has been requested. There was no reported patient injury.